Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. It was stated that the customer was admitted after determining that he had not been managing his glucose level. Troubleshooting was performed. The infusion set was reconnected to perform a self test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.